Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported the battery is not getting charged. There was no reported patient involvement.

Manufacturer narrative:
.